Manufacturer narrative:
Additional information was received that the device had automatically transitioned to alternate o2 with continued oxygen flow. Any subsequent adjustment to the flow or agent settings are not required to prevent serious injury and thus are not reasonably likely to require reportable medical intervention. When unit switches to alt o2, it notifies the user via the screen. Manual and mechanical ventilation remain functional via alt o2. Reported complaint will be noted during preuse testing, as contained in the user manual. There was no reportable malfunction.

Manufacturer narrative:
Ge healthcareâ¿¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in prolonged insufficient o2 flow. There was no patient involvement.